Event description:
It was reported that the keypad buttons are not responding as usual to presses. It was reported the rubber keypad is intact.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that all keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, it was found that the keypad symbols were worn, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.